Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirmed the reported problem was caused by an electrical failure. Failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test failed, showed open on line 3. The gbit test passed. Passed visual inspection.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Found a broken white wire on the male end of the umbilical cable. Replaced umbilical cable. The imaging system is up and running. The umbilical cable has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed the message "connected, but not ready" and could not be used. It was reported that the mobile view station (mvs) booted up normally. The image acquisition system (ias) was rebooted with not resolution. The use of the imaging system and medtronic navigation were discontinued because of this issue. The procedure was completed successfully without the use of the system, and the patient was not impacted.